Event description:
Meter name: one touch profile, strip name: unk, meter code: unk, strip code: unk, strip storage: unk, symptoms: heart racing. A pt reported they were taken to emergency room. Their meter allegedly inaccurately low. The result on their meter was unk. The result on the ER meter was unk. Customer reported a blood glucose result of 230, but it is unclear as to whether it was a reading from the customer's meter or the ER meter. The time difference between pt's meter and ER, etc. Was unk. It is unk if there was a comparison. Treatment was insulin drip, IV and 50ml of humalog. No further info has been reported.